Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sample was returned for evaluation and was noted to be bloody. The proximal balloon glue joint was noted to have a circumferential break from which water was noted to be leaking. Therefore, the investigation is confirmed for circumferential break as a break was noted to the proximal balloon joint during evaluation. The investigation is inconclusive for the reported balloon rupture, as the balloon itself was noted to be inflated during evaluation. The definitive root cause for the reported balloon rupture and break could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 09/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 8 atm on the first inflation attempt. There was no reported patient injury.